Event description:
It was reported that during a cholecystectomy procedure, the clips would not hold after placing. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.